Event description:
The surgeon attempted to implant a 3-piece silicone lens and the lens did not advance properly through the injector. The lens was not implanted and there was no patient contact or injury. The aq cartridge was used and the lot number is unknown. The model and lot numbers of the injector are unknown.